Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) non-malignant pain. It was reported that the device overheated a couple times during charging, but was working well to help relieve pain. The physician attempted to contact a company representative (rep) to consult for assistance with the issue, but the rep was unable to be reached. The device was interrogated on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy and recharge process was related, but not related to the implant procedure. No further action was reported. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the device was reprogrammed on (B)(6) 2017. On (B)(6) 2017, the device was interrogated, there was an examination, and there was no report by the patient of any more overheating. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that no actions had been taken at the time. The cause of the ins heating during charging was not determined. The patient's next visit scheduled in the office is on (B)(6) 2017.